Event description:
On 17-mar-2026, a sales representative reported via (B)(4) that an ar-8315w synergy resection¿ wireless footswitch kit would cause the shaver to run continuously and would not stop. This occurred during a case, with no harm to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.